Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, removal of device: a. To remove the catheter from the rectum, the retention cuff must be deflated. 1) attach the 50 ml syringe to the green inflation port and slowly withdraw all water from the retention cuff. B. Make sure the inflation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of fluid. Refer to ideal patient positioning described in step 3a. 1) once you have ensured the cuff is fully deflated, disconnect the syringe and discard. 2) to facilitate removal, you may add an appropriate amount of lubricant to the anal sphincter prior to pulling back on the catheter to remove the cuff. 3) grasp the catheter as close to the patient as possible and slowly slide the cuff out of the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on dignishield would not deflate after being placed in patient. Customer response received on 20oct2025. It was reported that product was returned to local contact on tuesday, (B)(6). Customer stated that any documentation was included in the return. Customer recommended updating manufacturing to include serial #/lot # on the device (like foley catheters) because boxes frequently separate after insertion. No patient harm or impact was reported. No further details provided. Follow-ups complete.

Event description:
It was reported that the balloon on dignishield would not deflate after being placed in patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.